Event description:
It was reported that during a hemorrhoid procedure, the surgeon did the procedure as normal; however when he opened the gun, he found only a square of mucosa as opposed to a whole donut. On inspection of the rectum, he found only a line of staple on one side and a hole in the rectum. The patient had constipation and did not go to the loo for six days. There were still hemorrhoids. The prolapsed was not removed. The patient is ok now and went home today having now gone to the loo. There were no adverse consequences for the patient.

Event description:
Three attempts were completed for additional information and no response was received. The device was discarded by the user facility.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.